Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connecting tube was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube had a dent; the venting connector under grip had corrosion; the light guide bundle had breakage; the adhesive on the bending section cover had a chip; the image guide bundle had significant breakages and due to a dent on the bending tube, the bending angle in up direction exceeds the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a black dot on the screen. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.